Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set there was component separations. There was no report of patient impact. The following information was provided by the initial reporter: the tubing separated from the drip chamber on a secondary set. Two occurrences potentially with different dates, please record two lines in this record.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set there was component separations. There was no report of patient impact. The following information was provided by the initial reporter: the tubing separated from the drip chamber on a secondary set. (B)(4) occurrences potentially with different dates, please record two lines in this record.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received but due to manufacturing records concerning this failure and device, the complaint has been verified. The root cause has been traced to improper application of solvent to the tubing by operator at time of assembly with the drip chamber. The manufacturing plant has been notified and there have been corrective actions initiated to eliminate further occurrences of this failure. A device history record review for model 10014881 lot number 22119410 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10